Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files indicated that the flexvision pc malfunctioned. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the flexviewing pc crashed due to disk bay failure. Fse tried to reload the software, but the software did not load. Fse replaced the flexviewing pc along with the hard disk. The defective flexviewing pc was returned for analysis and part analysis indicated that the hard disk drive (hdd) bay of flexviewing pc was defective. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1152-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of flexvision pc and hard disk. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up properly. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.